Event description:
It was reported that premature battery depletion was observed on the device prior to attempted implant. The device was not implanted. There were no adverse consequences for the patient due to the event.